Event description:
It was reported that the atrial lead had varying impedance and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 implantable tachy lead - implanted 2012 (B)(6). (B)(4).